Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the disappearing image could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation regarding error e216 was not confirmed. Additional findings were as follows: the unit has a cracking sound around the scope socket, the scope socket was worn with rust, and the unit was dusty with build-up on both fans. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that during a diagnostic polyp removal procedure an e216 error (scope communication error) occurred when using the display and then the display went blank on the evis lucera elite xenon light source. The patient was on the table at the time, as this occurred when the polyp was about to be cut. The intended procedure was completed with the same equipment. Upon inspection of the customer¿s returned device it was observed, it was confirmed that the display went black. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event. This report is related to linked patient identifier (B)(6).